Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d11: concomitant devices reported. H6: investigation summary: complaint is confirmed as we are able to confirm complaint description, as we are able to see one dislocated screw, based on the received pictures. Part# and lot# of the involved screw was not provided and product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported in (B)(6) 2020 during a physical examination one (1) screw was detached. The screw had been initially implanted during a anterior cervical discectomy and fusion (acdf) procedure in 2018. The patient underwent a revision operation to remove the screw on (B)(6) 2020 but the screw was close to the esophagus and with an adhesion issue, the screw was not removed. The patient is stable and in hospital now. This report is for one (1) unknown screw. This is report 1 of 1 for (B)(4).